Manufacturer narrative:
The reported events of noise and insulation abrasion around the suture sleeve, was not confirmed. As received, only the distal portion a partial lead was returned in one piece measuring 44.3 cm. Electrical test did not find any indication of conductor fracture but found hi-pot failure. Destructive analysis noted the inner insulation being damaged in the distal region of the partial lead which was consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-22784; related manufacturer reference number: 2017865-2020-22798. It was reported that the dependent patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting noise. Also noted was a history of inappropriate automatic mode switch caused by atrial lead sensing noise. The patient was scheduled for subsequent replacement of both leads, along with device upgrade. During the procedure the physician observed an insulation abrasion around the suture sleeve of the atrial lead. The physician also mentioned difficultly with the suture sleeve of the left ventricular lead, which split in half during the implant procedure. The procedure was completed without further difficultly. The patient tolerated the procedure well.